Event description:
It was reported that the surgeon attempted implantation of a li61aor intraocular lens into the patient's left eye using the ez-28b delivery system. After the lens was inserted, the surgeon noticed that the haptic was broken. Subsequently, the incision was enlarged to remove the lens. Another iol of the same model and diopter power was successfully implanted. Please reference MDR #: 1119279-2011-00090.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was not returned to bausch and lomb for evaluation.